Manufacturer narrative:
Age of the patient reported is approximately (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of synthes device history records for manufacturing revealed no complaint related issues. The product conformed to all requirements.

Event description:
The sales consultant reports regarding a drill stop. The drill stop for tapered drill bits is not catching. The instrument is approximately 4-5 years old. The surgeon noted the drill stop was not catching before the procedure. The surgeon noted where the stop was set at and manually stopped. The device worked as expected with manual stop. No incident to the patient was caused by this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The returned drill stop shows signs of wear over the entire part. The inner edge of the plunger mechanism has several gouges on it. The returned drill stop was manufactured in may 2003 and is over 9 years old. The extensive wear on the returned drill stop and the age of the device suggests it was used beyond its useful life. The design risk assessment is adequate for the intended use.